Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The insulin pump passed the displacement and basic occlusion test. There was no motor error alarm on the device and the motor tested okay. However, there was a noisy motor during the testing due to faulty motor. There was no unexpected rewind during testing, no external ram crc error alarm during testing and the device passed the unexpected restart alarm test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels, motor error alarm, unexpected restart alarm and external ram crc error alarm. Customer's blood glucose level went as low as 46 mg/dl and as high as 431 mg/dl. Customer advised the insulin pump was stuck in a rewind loop. Customer pressed the act button and the device began to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.